Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -medium. The hemostatic valve was displaced. The hemostatic valve of the sheath was damaged by default. The procedure was not delayed due to the reported event. The procedure was successfully completed with no patient consequences. To be more specific on what section broke/separated: it was the hemostatic valve. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not used on the patient therefore, no air entered the patient¿s body. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 23-nov-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000074 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).